Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy, performed on (B)(6) 2012. According to the complainant, during the procedure, they were placing a clip in the sigmiod colon post a polypectomy. Reportedly, once the clip was attached, the clip failed to release from the catheter. It took approximately 10 minutes to manipulate the clip off the catheter. The clip remained attached and the case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) clip failed to release from catheter. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.